Event description:
In april 2006 an incident was reported to addition technology. This event involved the removal of an intacs corneal implant segment on april 20, 2006 from "r.p.," male patient, due to the temporal intacs segment migrating into the patient's anterior chamber. A description of this event is provided below: the patient had a corneal transplant procedure (pkp) previously performed. The patient also had two prior lasik procedures performed (exact dates unknown) in an attempt to correct the patient's vision following the transplant procedure. The patient remained dissatisfied with his vision following the two lasik procedures. Dr elected to implant intacs corneal implants into the patient's left eye in an attempt to provide further correction of the patient's vision. Dr stated that the patient was being treated for "post-trauma and post-surgical ectasia." Dr performed a bioptic procedure (combined treatment using lasik and intacs corneal implants) on the patient's transplanted cornea in april 2006. None of these procedures are approved b the FDA for use with intacs corneal implants. Additionally, the patient's transplanted cornea was very thin with ecstasia, so he was predisposed to having complications prior to the placement of the intacs corneal implants. On april 20, 2006, the day following the intacs procedure, patient presented with the temporal segment displaced in the cornea of his left eye. The patient stated that he had been very ill and had vomited strenuously on the evening of the intacs procedure. Dr stated that the temporal intacs segment may have become displaced as a result of the patient's vomiting episode. Dr attempted to remove the displaced intacs segment as an outpatient procedure however, the segment migrated into the anterior chamber during the manipulation. Dr immediately transferred the patient into the or and removed the intacs segment. Dr stated that there possibly was a defect in the cornea transplant which allowed the intacs segment to enter into the anterior chamger. Dr reports that the patient is stable and satisfactorily removing from the intacs removal procedure. There have been no sequelae as a result of the removal procedure. The patient remains implanted with one intacs segment in his left eye. The patient told dr that his is still seeing better than he has for a long time. Even with the one intacs segment removed.